Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer ordered an ac power module to resolve the reported issue. As of 06/30/2010, there have been no further reports of this issue.